Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device confirms the inner joint has pieces of metal missing. The missing pieces were not returned with the device. The device was manufactured in 2008. This device shows signs of significant wear/usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that the inside shaft of one of our mis offset reamer for acetabular reaming broke during surgery. One of the joint seemed to be in contact with metal and broke during reaming. Delay of over 30 minutes reported. No injury reported. Back up available.